Event description:
It was reported that the pt is experiencing pain and soreness. Initially she though it was just a problem with her muscle. By (B)(6), she was concerned and by (B)(6) she was limping. She has had several tests and aspirations. She has pain in bursa, her motion is limited and can't lift leg 90 degrees. Will be seeing her surgeon on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.